Event description:
It was reported that arteriotomy closure was achieved using starclose device of an unspecified vessel after an unspecified procedure. Although, the starclose clip deployed and closed the vessel, an unspecified amount of bleeding reoccurred at the access site. Treatment for the bleeding was not provided. It was believed that the instructions for use sequence for pt ambulation and discharge was not followed. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.